Event description:
The user facility reported that the distal tip of a catheter became separated during a visceral angiogram with embolization procedure. Follow-up communication with the user facility confirmed: as the physician was inserting the microcatheter into another device the tip "broke off"; the separation occurred outside of the patient's body; there was no patient impact; and the patient was reported to be "good" following the procedure.

Manufacturer narrative:
The involved device has not yet been received by the manufacturing facility for evaluation. Therefore, the failure investigation consisted of a review of user facility information, quality records and evaluation of a reserve sample. Inspection of the retained sample from the reported lot confirmed that there were no defects or anomalies. Testing of the retained sample confirmed that performance specifications were met. A review of the device history record indicated that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot has not been reported previously. Although the cause of the reported event cannot be definitively determined, there is no evidence that indicates this event was related to a defect or malfunction of the catheter. The device labeling does address the potential for such an event in the warnings / precautions section of the instructions-for-use, which states, "excessive force used in pulling the catheter may cause breakage/rupture/separation, which may necessitate retrieval." All currently available information has been placed on file by qa at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4.

Manufacturer narrative:
(B)(4). Subsequent to submission of the initial medwatch report, the involved device was returned to the manufacturing facility for evaluation. Visual examination of the returned sample confirmed that: the catheter had become separated into 2 pieces. The sections were still connected via the inner coiled wire. The coiled wire had been stretched. A kink was noted approximately 1005mm from the distal end of the device. Measurement confirmed none of the catheter had completely detached. The catheter appeared to have been pinched during use, and then, torn due to a force being applied against resistance. A reserve sample was tested by pinching the catheter sample inside a three-way stopcock & then subjecting the catheter to a pulling force. This resulted in similar damage to the catheter. The device labeling does address the potential for such an event in the warnings / precautions section of the instructions-for-use, which states, "excessive force used in pulling the catheter may cause breakage/rupture/separation, which may necessitate retrieval." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow-up # 1 for mfg. Report # 9681834-2013-00121 to provide additional information regarding evaluation of the returned sample.